Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient had fall at home. Device interrogation shows rv lead noise and intermittent loss of capture even at high output. Patient is pacemaker dependent. Should additional information be received, this file will be updated.